Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer opened and closed manually because the sliding frame with ball bearings was broken the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie drawer 3-1 on the main cabinet had a broken slider rail. A field service engineer (fse) replaced the drawer and configured it. The fse also ran a final test in hardware test application. After that the drawer was configured and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.